Event description:
Arthroscopic surgery for right shoulder slap tear w/ mild instability. On-q pain control system were introduced into the glenohumeral joint. In 2006, chondrolysis of rt shoulder. Dose or amount: 300 cc. Route: 014. Date of use: 2004. Diagnosis or reason for use: rt shoulder slap tear. Rt shoulder instability.